Manufacturer narrative:
(B)(4). The device investigation is pending. The device history review for the product visistat 35r 6/box lot #73b1800211 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip or staple cannot be formatted.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The device was received with two incorrectly formed staples taped onto the frame of the device. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples appeared to be misaligned. The stapler was returned with 21 staples left in the cover block indicating that at least 14 staples were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, two staples attempted to fire at the same time. Both staples were unable to properly form and unable to release from the device. The two staples were manually removed , and another attempt was made. Again, two staples attempted to fire at the same time. Both staples were unable to properly form and unable to release from the device. The two staples were manually removed , and a third attempt was made. On the third attempt, a staple was unable to form properly and unable to release from the device. The misalignment of the staples is preventing the staples from properly forming. The stapler was disassembled , and it was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "clip not closing" was confirmed based upon the sample received. The staples in the returned stapler are misaligned which is preventing the staples from properly forming. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
It was reported that the clip or staple cannot be formatted.